Event description:
It was reported that a spectrum iq infusion pump failed flow rate testing during preventative maintenance. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed rate test during preventive maintenance" was not reproduced. A review of the event history log revealed a basic infusion in training environment programmed at a rate of 160 ml/hr and a volume-to-be-infused of 20 ml. The infusion ran to completion without interruption. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified however the pressure plate travel adjustment is required as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.